Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.